Event description:
It was reported that a balloon broke during use on a patient causing blood to go inside the cs300 intra-aortic balloon pump (iabp).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The purge valve, blood detect tubing and safety disk were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).